Event description:
It was reported the customer cannot use the stentboost functionality of an azurion 7 b12/12 from the lateral plane. The customer reported this is a concern during emergency cardiac cases due to a potential delay in the procedure. The complaint received indicates harm, however, there is no information about an actual injury or harm event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned emergency coronary treatment procedure was finished by using the frontal plane. A philips field service engineer (fse) visited the site and explained to the customer that due to the change of stentboost from interventional tools to coronary tools that stentboost is only possible on the frontal plane. The coronary tools is connected to azurion via real time-link and therefore is only available for the frontal plane. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. From the instructions for use: stentboost is a software product (interventional tool) intended to provide a high-resolution visualization of stents in vessels. It supports the physician in placing and deploying stents. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.